Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA(B)(4).

Manufacturer narrative:
Sex/gender: unknown/ not provided. If implanted, if explanted, give date: not applicable, as lens was unable to be inserted. (B)(4). Device evaluation: there was no failure against the lens reported, intraocular lens (iol) was unable to be inserted. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search on complaints was performed and revealed no additional investigation requests for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient¿s capsule bag dehisced and the intraocular lens (iol) was unable to be inserted into the eye. No further information was provided.

Manufacturer narrative:
Additional information: device available for evaluation; returned to manufacturer on: 10/4/2019. Device evaluation: sample was received. Visual inspection using magnification revealed that the plunger and pushrod was not in advanced position. Residues of lubricant material was observed on cartridge. No damaged was observed to the cartridge. Lens was observed seated in lens storage area of the lower body. The condition in which the sample returned is consistent with a product that was prepared for a surgical process. However, there was no failure against the lens reported. Based on the analyzed of the returned, there is no indication of product quality deficiency. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.